Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection, it was noted that there ws no image yielded by the device. There was also interference observed when the cable was moved. This is attributed to a faulty camera cable. A known good camera cable was fitted to the device and the camera passed all tests in accordance with the original equipment manufacturer technical manual, including pixel correction. The device is in good condition externally and internally. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, the device yielded a black image which also had noise interference. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of cable breakage could not be estimated. It is recommended the camera is passed to the workshop for replacement of faulty camera cable, adjustments to be completed, full inspection and electrical safety test. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.